Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the cement kit 11 cc mm delivery system the o ring that pushes the cement down, had leakage at the junction of the needle and the cements exiting space. Procedure and patient outcome is unknown. This report is for one (1) confidence kit, no needles. This is report 1 of 1 for complaint (B)(4).